Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted during which the surgeon noted small bowel was adherent to the mesh superiorly. It was reported that the patient underwent removal surgery, incisional hernia repair and lysis of adhesions on (B)(6) 2016 during which the surgeon noted he took down adhesions of bowel and omentum stuck onto the mesh. It was reported that the patient underwent incisional and umbilical hernia repair surgery with small bowel resection and primary anastomosis on (B)(6) 2018 during which the surgeon noted the loop of small bowel was adherent to the previously placed mesh and was significantly decompressed along this area. Significant intra-abdominal small bowel adhesions to mesh were noted, with secondary small bowel enterotomy and deserosalization. It was reported that the patient experienced severe pain, dense adhesions, bowel obstructions, bowel resection, scarring, nausea, chills, inflammation, loss of appetite, weight loss, stress and anxiety. It was reported that the patient underwent a previous incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. Other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: a2, d3, g1, g2.